Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place when patient reported left leg/foot pain. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon receiving further information regarding this case, it was determined that the issue was not caused by a k2m, inc., manufactured device. The manufacturer of the demineralized fibers has been notified of the event.

Event description:
On 07.07.2017 it was reported to k2m, inc. That arevision surgery took place when patient reported left lef/foot pain. Revision surgery took place (B)(6) 2017.